Event description:
During troubleshooting for an unrelated alarm on a homechoice (hc) machine, the caregiver (cg) found air in the line. The cg stated that the home patient (hp) had disconnected to use the restroom. The technical services representative (tsr) advised the cg that they would need to end therapy and start over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for air in tubing (without alarm) during drain, where the home patient indicated that they disconnected and did not follow proper disconnect procedures, is confirmed because disconnecting from the set is a use error that may cause air in tubing and/or contamination. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.